Manufacturer narrative:
Concomitant product: d314trg crt-d, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pacing impedance was steady at approximately 417 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Event description:
It was reported that both right ventricular (rv) lead defibrillation coils were exhibiting high impedance and that the lead had fractured. It was also reported that the left ventricular (lv) lead was exhibiting high thresholds in some configurations and non-capture and diaphragmatic stimulation in others. High impedance was also observed. Both leads were programmed off and the patient was fitted for a life vest. The rv lead was later partially explanted and the remaining portion capped. The lv lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.